Event description:
The customer reported that she has had "very severe" reactions to cidex plus and cidex opa. The customer reports that she used both solutions "manually for 12 years". The area where she used these products was a small room with no windows, no air conditioner, and no exhaust duct for the fumes to leave the room. The customer reported that she spent the majority of her eight-hour shift in this room processing scopes. After six-years of complaining to the facility about her reactions to the solution the facility purchased a ductless fume hood. The customer saw both a doctor and an allergist and she was told that she has chronic obstructive pulmonary disease (copd), fibromyalgia, asthma, sleep apnea, decreased lung function, and "chemical sensitivity". The customer reported that she is seeking medical advice for a condition called "multiple chemical sensitivities (mcs)". The customer reported being prescribed singular, symbicort, and duoneb. The customer reports that she is now permanently disabled.